Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope exhibited an e216 scope communication error, an e315 unsupported scope error due to corrosion, and peeling was observed on the connecting tube. The issue occurred during preparation for a diagnostic procedure. There were no reports of patient harm.